Event description:
It was reported that when the the subject device was installed, the image was uninterpretable and there was a cut on the cable. The device was replaced and there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. Updated fields: d4, d9, d10, h4, h6, h11. Reviewing the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the investigation results, the following likely led to the malfunction: due to disconnection in cable unit, there was noise in the image and poor water-tightness of cable unit, water tightness was lost. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported that when the the subject device was installed, the image was uninterpretable and there was a cut on the cable. The device was replaced and there were no reports of patient harm.